Event description:
In the framework of a clinical study, surgeon reported the following: a pt had a flexion deficit resulting in surgery (mobilization under anesthetic) and prolongation of existing hospitalization.

Manufacturer narrative:
Device will not be returned. No evaluation will be performed. If device or additional information becomes available, it will be submitted on supplemental report.